Manufacturer narrative:
The stapler 45 instrument and white reload have not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Isi reviewed the site's system log for the reported procedure date and there were no system errors generated and all fires from the stapler 45 instruments used during the surgical procedure were found to be complete. In addition all clamps on white reloads used during the surgical procedure were completed on the first attempt, suggesting that the reload type was appropriate for the reported tissue. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted lobectomy procedure, a piece of the pulmonary artery tissue was reported to be stuck to a staple after the white reload was fired from the stapler 45 instrument. The surgeon applied a hem-o-lok clip to the affected area to prevent patient harm. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted lobectomy procedure, the surgeon transected the patient's pulmonary artery using the stapler 45 instrument with a white reload installed. After opening the jaws of the instrument, the surgeon observed that a piece of the pulmonary artery was stuck to a single staple. There was no bleeding experienced by the patient; however, the surgeon placed a hemo-o-lok clip to prevent harm to the patient. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr) who initially reported this complaint, there were no error codes generated while the instrument was being fired. The surgeon was able to successfully clamp the patient's pulmonary artery with no issues noted and no tissue bunching was observed. The csr indicated that the reported event was not the first fire from the stapler 45 instrument during the surgical procedure and there were no issues noted during prior fires from the instrument with the white reload installed. The surgeon stated that he selected the white reload due to his clinical assessment, that the white reload was adequate for the reported vessel type. On (B)(6) 2016 a photographic image of the surgical procedure was provided to isi and was reviewed by a clinical engineer. Review of the photographic image found that a small amount of tissue was stuck to a staple that has not fully pushed out of the stapler reload. The image shows that there may have been malformed staples; however, due to the image angle, it is difficult to confirm. The clinical engineer concluded that the staple line and tissue could have been released from the stapler reload with minimal grasping using another instrument.